Manufacturer narrative:
(B)(4). It is unknown if the device is available for evaluation. Teleflex has requested this information. No device sample has been received to date.

Event description:
Event reported as follows: "in 2011 a young lady went to a public hospital with hands hyperhidrosis and the physicians decided to operate her. During the operation an endobronchial tube is used and trachea of the patient is punctured and hurt." It was reported that the patient died in 2017. No further information was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Event reported as follows: "in 2011 a young lady went to a public hospital with hands hyperhidrosis and the physicians decided to operate on her. During the operation an endobronchial tube is used and trachea of the patient is punctured and hurt."it was reported that the patient died in 2017. No further information was reported.